Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: conclusion on the system: system was operational during the test. Conclusion on the identification: regarding the customer data and an internal analysis of data, the most probable identification is aeroccocus sanguinicola, which is not included in the vitek® ms knowledge base (kb) v3.0 clinical. This species will be included in the next vitek® ms kb clinical. Vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus than expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus than expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. Note: the kb user manual ref. 161150-556- b for vitek ms clinical use v3.0 mentions the following limitations: testing of species not found in the database may result in an unidentified result or a misidentification. Fsca 3305 (vitek_ms_v2.0_and_v3.0_system_limitations) has also been published on february 2017 in order to inform the customers about this system limitation. Suspected root cause of the issue: system limitation (the specie aeroccocus sanguinicola is not included in the kb v3.0 clinical). Recommended actions: update the system to the next vitek® ms kb clinical when it will be available.

Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek® ms instrument. The customer reported inconsistent identification results on one strain of enterobacter. The customer reported a delayed result greater than one week. For the same strain and different spots analyzed, the customer obtained the following: enterobacter hormachei 33.3 % / asburiae 33.3 % / cloacae 33.3 %. E. Cloacae / asburiae 50-50%. E. Hormachei 99.9%. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.